Manufacturer narrative:
Concomitant medical products: 945eclc: controller 945eclc eclipse, s/n (B)(4), lot 206744915, manufactured: 02/27/201,3 product code: gwf, 510k: k050798. Product evaluation: analysis results not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a procedure to address right anterior vertebral tethering from t11-l3, the "patient had three full thickness burn (3rd degree) evident around the electrode pair sites of neuromonitoring leads, com a electrode site and left first dorsal I nterosseous site (lfd) lead site. All other lead sites showed no sign of heating or burn." It was confirmed that the patient's burns have healed and that no interventions were required to treat them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.